Event description:
Pt for cholecystectomy. Technical difficulty was encountered during procedure with regard to the clip applier not operating properly. Just prior to closing, pt was noted to have continuous bleeding and clips found "off". Open cholecystectomy was performed. Pt did well with no negative outcome. Md felt problem was the clip applier.